Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis as well as high blood glucose on (B)(6) 2018. The customer's current blood glucose was 78 mg/dl. The customer was treated with insulin drip and emergency medical service dispatched. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.